Manufacturer narrative:
(B)(4). Alleged failure: noise from product when operator rotated the product. Dr. Pulled out it and rotated at outside of patient's body, the product broken the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the blade comes contact with a hard object, excessive pressure, such as bending or prying. The product was returned for investigation and the failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the product broke.